Manufacturer narrative:
It was reported that the compressor did not start. Our field service engineer has investigated the reported compressor on site. The transformer has been replaced to resolve the issue and sent back for investigation. The returned transformer has been tested in a compressor. The compressor didn't start-up. A multimeter was used to measure the connections in the transformer. It was found that the primary circuit has higher resistance that it should. Moreover, it was found by visual inspection that there is a physical damage to the secondary circuit. However, it is not the cause of the issue as the second circuit has good resistance. The 115 °c non-re-settable thermal over-temp fuse in the primary winding has a higher resistance that it should. There is a risk of stop of ventilation or too high oxygen concentration if the compressor stops during ventilation. If this happens, several alarms will be generated. A similar investigation has been conducted by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuse was disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. We apologize for the inconvenience this issue may have caused.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).